Event description:
It was reported that an ilet pump¿s display and wake/sleep button became unresponsive, presenting a black screen while the charge indicator remained solid green, and a video review supported the need for replacement. Symptoms included no clinical effects and no blood glucose impact. Outcomes included device replacement and continued cgm use with dexcom g6 during the interruption. Investigation included remote assessment and troubleshooting education, confirmation of shipping details, instructions to shut down the device via menu settings to prevent further alerts, guidance to sync data to the mobile app prior to return, and return logistics. Investigation of this device was confirmed and revealed a device performance issue involving the display and wake/sleep control consistent with a hardware malfunction of the user interface components. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction of the display/button assembly without patient harm.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."